Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 3/19/2013 - asr/supplemental received. Doi has been updated for the right hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation papers alleged: elevated blood levels of chromium and cobalt, severe pain, significant inhibitions of his ability to walk and move, and bone erosion; was forced to reduce his regular work schedule due to pain and medical appointments; suffered anxiety, fear, anguish, depression and other emotional and physical damages.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: femoral component loosening; pain; pseudomembrane excised. Femoral stem and stem sleeve added to complaint.